Event description:
Edwards received a notification from germany regarding a pascal precision ace procedure in mitral position during which a 12mm filament-like structure was observed attached to the end of implant after release. Device preparation or handling were uneventful. The implant system (is) advanced smoothly through the guide sheath (gs), with no resistance during elongation or closure. Minor chordal entanglement occurred, but was resolved without issue and considered within normal procedural expectations. Upon device release, echocardiography revealed a long, thin filament-like object (approximately 12 mm in length and 1 mm in width) attached to the distal end of the implant. Activated clotting time (act) was 290s at the start, and 206s at the end of the procedure. On postoperative day (pod) 2, echocardiography confirmed the structure remained attached to the implant. The patient remained stable, and as as precautionary measure, additional heparin was administered through a perfusor (IV infusion). On pod 7, tee showed that the filament was no longer connected to the pascal device. The patient showed no neurological deficits and continued to do well.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d9, g3, g6, h2, h3 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H6: type of investigation: analysis of images and labelling review. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for thrombus formation (device) was confirmed with objective evidence of procedural tee and images. There was also minor chordal entanglement and the implant partially grasped posterior chord at final leaflet insertion. However, imaging evaluation could not confirm the identity of the filament-like object attached to the implant. Evaluation of the device identified liner of the suture lumen to be a potential source of the object attached to the implant due to the observation of liner separation. However, it could not be confirmed whether liner material was missing from the suture lumen or whether the two objects are suture lumen liner. Therefore, the root cause could not be determined. Since no edwards defect was identified, corrective or preventative actions are not required.